Manufacturer narrative:
Product ID 3093-28, lot # v010074, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer. (B)(4).

Event description:
It was reported that the patients stimulator stopped working after a drug delivery pump was implanted. Additional information has been requested, but was not available as of the date of this report.